Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics not provided.

Event description:
It was reported that an ER clinician programmed the wrong dose of vasopressin to a patient in the ER which resulted in an over infusion. Although requested, there were no further details or information provided and no report of harm.